Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it displaying the patient circuit disconnect alarm was initially confirmed, however, could not be reproduced during subsequent testing. Proper device operation was confirmed through functional and performance testing. The cause of the issue could not be conclusively determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.